Event description:
It was reported that the image on the 9900 system fades in and out on the left monitor. There was no report of pt injury.

Manufacturer narrative:
A ge oec service representative performed an on site investigated. The failure could not be duplicated. As a proactive measure, reseated the ffb, gib, image processor and display adaptor. The nodes were also flashed. The system was tested and found to be working as intended and placed back into service.